Event description:
It was reported that the pt came to the clinic for a routine check. Testing was carried out, which confirmed that the device has malfunctioned, however, the pt is still able to hear with her device.

Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.